Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of a right femoral vein using the pre-close technique via a 10f sheath hole prior to an electrophysiology (ep) procedure. Reportedly, a proglide cuff miss [suture retrieval issue] was noticed for two proglide devices. The suture of a new proglide device was successfully pre-placed. The ep procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.